Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to capture, failed to sense and exhibited high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.